Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis machine is critical override where user unable to pull medication. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main issue was that none of them could log into the medstation ed to pull medications and orders screen. A technical support specialist (tss) remotely checked ccemc, found the carefusion coordination engine service hung, stopped and restarted it. The tss stopped carefusion coordination engine services to fix the c drive issue, moved the page file to drive d, and rebooted the carefusion coordination engine. The device installed windows updates and booted back successfully and was escalated to iest. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis machine is critical override where user unable to pull medication. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported due to this event.